Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare provider reported via nbir "suspected/actual deflation, change shape/size/style". This record is for the right side. The device has been explanted.